Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs pro meter serial number (B)(4) compared to a laboratory test with a stago neoplastin reagent. The result from the meter on (B)(6) 2022 at 11:30 am was 4.5 inr. The result from the laboratory was 3.3 inr. The timing between tests was within four hours. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests once a month.

Manufacturer narrative:
Occupation is a patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."